Manufacturer narrative:
Additional information was received that during the patient¿s permanent implant procedure, the physician decided to leave the parts of the trial electrode inside the patient's body since it was in a safe place and its removal would create a bigger issue. The patient was reportedly doing well postoperatively. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that there were some parts of the lead that were left inside the patient's body during the trial. The physician is going to remove the parts of the lead that remained inside the patient's body during the patient's permanent implant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that there were some parts of the lead that were left inside the patient's body during the trial. The physician is going to remove the parts of the lead that remained inside the patient's body during the patient's permanent implant procedure.